Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter stated that broken/frayed cables were visible at the instrument wrist. There was no material broken off or detached from the device. The cable was frayed on the tip of the device. No photographic images were available. The device was returned to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end.